Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 400 mg/dl range. The customer changed out the supplies to the pump. The customer's bg level was lowered to the target level when tandem customer technical support (cts) was contacted. As the supplies to the pump had been changed prior to contacting cts, troubleshooting to determine a possible cause of these occlusions was unable to be performed.